Manufacturer narrative:
This supplemental report is being submitted to provide additional information on the event details. Although the customer is trained as per omsi training and information for use (IFU), the customer performs pre-clean steps without delay, but there is a possibility that sufficient brushing cannot be performed by the customer, which cannot be denied. Also, the device was not correctly reprocessed at the time of pickup for inspection at the omsi workshop.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device plastic distal end cover. The customer's originally reported issue of low angulation was confirmed. The following additional findings were also noted: assorted scratches, stains, cracks, chips, dents, cuts, deformed nozzle, loss of water tightness, bending angulation and knob play not meeting the specified value due to wear of the angle wire, peeling coating on the connecting tube, detachment of bending section cover adhesive, partially dark image area due to a chip on the objective lens, and water removal ability failing to meet the standard value due to the clogging of the nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the clogging of the material at the plastic distal end section of the device was confirmed; however, the identity of the material could not be ascertained. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from the right/left angulation control knob. However, a definitive root cause could not be identified. This issue is addressed in the instructions for use (IFU): the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative reported on behalf of the customer that, during routine maintenance of the device, it was discovered that their evis exera iii gastrointestinal videoscope device had low angulation. Upon inspection and testing of the returned unit, foreign material was found on the plastic distal end section of the device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.